Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received stuck inside of the complaint handpiece. The handpiece assembly was inspected, and no issues that could contribute to the observed issues could be identified. The lens was removed from the cartridge and cleaned, revealing that the optic body was damaged during removal. No further issues were observed. Conclusion: the reported complaint issues were not confirmed. The other observed issue was related to one of the reported issue, however, cannot be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was misshapen and would not advance in the cartridge. There was no patient contact and the event was observed upon opening the lens package. The originally scheduled procedure completed the same day. No other information was provided.

Manufacturer narrative:
Device evaluated by MFR: 81 - other: the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.